Event description:
It was reported that the patient underwent a spinal surgical procedure with posterior instrumentation. Approximately 5 years post-op it was discovered that the rods were broken. The patient had an incident in which she bent over in the kitchen and noticed an increase in pain; the patient was then put on bed rest for one month. Approximately 4 months later, the patient underwent an unspecified revision surgery. It was also stated that the patient had fractured some vertebrae.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.